Manufacturer narrative:
No service was requested by the user facility who performed investigation by themselves. The expiratory cassette was found having debris on the expiratory valve, which derived from the patient treatment with different medications. The expiratory valve regulates the pressure in the patient circuit and when stuck in open position the sufficient pressure cannot be built up. With another expiratory cassette, the ventilator worked according to specification. No parts were returned for investigation. The provided ventilator logs were reviewed. The test log shows that the ventilator failed internal leakage test during pre-use check one day prior the event date. No technical error codes were noted. The root cause of the low pressure was an insufficiently cleaned expiratory cassette. If there is particles on the expiratory valve membrane, it may not seal correctly and create a leakage in the expiratory cassette. This will be detected during pre-use check. H3 other text: 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that after ventilation mode change, the ventilator did not deliver sufficient pressure. There was no patient harm. Manufacturer's ref #: (B)(4).